Manufacturer narrative:
The insulin pump alarmed after battery change due to faulty connector on interface board. No alarm noted. The insulin pump passed the currents test, self-test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked case at display window corner, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they kept receiving an alarm after battery change. The customer's blood glucose was 4.4 mmol/l at the time of incident. The customer stated that the insulin pump was not stored and was not in use for an extended period of time. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.